Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii 58/60 10 degree liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient had a left hip revision due to poly wear and instability. Head and liner exchange.